Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have air bubbles in reservoir and infusion set. Customer's blood glucose was 285 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were not longer visible. Customer was not able to continue troubleshooting and will continue to monitor insulin pump. No further information provided.